Event description:
The customer called carefusion technical support to report that one of their ventilators had liquid in it, and that the touch screen was not responding. The ventilator was on a patient when the problem occurred. It was removed from the patient, and the patient was placed on another ventilator. Per the customer, the patient was not harmed during this incident.

Manufacturer narrative:
(B)(4). A carefusion service representative evaluated the ventilator, and determined the front panel assy was the root cause of the reported event. The front panel assy was replaced, and performance tests were ran. The ventilator was performing according to manufacturer specifications. Carefusion sent an email to the customer on february 09, 2015, requesting additional information on this event (specifically patient involvement/patient information). As of feb 19, 2015 no additional information has been received. Should additional information be received, a followup medwatch report will be submitted.